Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited increased thresholds one day post implant. A chest x-ray was performed and showed the rv lead positioned as per implant. Subsequently, the patient underwent a revision procedure four days later and this lead was successfully repositioned. No additional adverse patient effects were reported. This product remains in-service.